Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and excessive no deliveries from the insulin pump. The customer's blood glucose reading was 407 mg/dl. The customer was advised that leaks in the tubing or air bubbles can limit the amount of insulin received during a bolus. The customer declined to check for the presence of air bubbles in the reservoir. The customer was advised that related issues such as bent cannulas tend to be contributing factors to unexplained high blood glucose readings. The customer stated that there was bad battery and no delivery in the alarm history. The customer declined to perform high pressure test. The customer was advised to monitor the pump.